Event description:
A journal article was reviewed which contained information regarding this patient's implantable pulse generator (ipg) system. The article indicated that following each dialysis session, the patient's upper limb increasingly swelled. A left venogram showed vein occlusion. The physician used the right side temporarily for dialysis. The right upper limb swelled even more "severely," and also had low blood flow. A repeat venogram revealed both of the subclavian veins were occluded. The physician created a temporary fistula on the left side for dialysis and the patient was referred for a stent implant. The patient subsequently had a stent implanted; and the swelling in both arms "gradually subsided." Additional information received through follow up with the author indicated that there were no performance issues with the products and there were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: bilateral central vein stenosis in a dialysis patient with a pacemaker. Asian cardiovasc. Thorac. Ann. 2014;22(8):979-980. (B)(4).